Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. In 03/05 the lesion being treated was calcified, located on a 90 degree angle in the posterior descending artery (pda). The physician attempted to reach the lesion with a 2.5 x 12 mm taxus express2 drug eluting stent. However, the taxus stent was unable to cross the lesion, consequently, the stent was never deployed. When the stent delivery system (sds) was pulled back into the jr4 guide catheter, the stent struts lifted making removal difficult. The sds was removed without pt complications. The procedure was successfully completed with another 2.5 x 12 mm taxus express2 drug eluting stent. Pt status is reported as "satisfactory/good".